Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported white screen which was confirmed during evaluation. The cause was determined during a visual inspection to be corrosion on the processor board connectors. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a white screen display. There was no patient involvement. No additional information is available.